Event description:
It was reported that (1) device was used during a laparoscopic gastric bypass. It was reported by the rep that the tsb45 was fired and the staple line was fine, but when they looked at the reload and it only had part of the orange coming through. Nothing happened, they wanted to send reload back to be checked out (reload looked only partially fired). There was no consequence to the pt.